Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; dose, type, lot number unknown to reporters) and prialt/ziconotide intrathecal. The patient's indication for device/therapy use and history was intractable spasticity. On (B)(6) 2015, the patient had an MRI (magnetic resonance imaging) of her liver. The tech had pushed the patient's pump "out of the way." After the MRI, the patient noticed that the pump did not seem secure in its pocket. The patient had spoken with the hospital and the physician. On (B)(6) 2015, surgical revision of the pocket was performed. Upon opening the pump pocket, the surgeon found that the sutures had been torn out of place. The surgeon put in new sutures to hold the pump in place. The issue had been resolved as of the date of this report and the patient was alive without injury. Other medications taken at the time of the event or other medical history was not provided. Additional information has been requested, but it was not available at the time of this report.